Event description:
N/a

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had e-ca-internal communication failure during use. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, component code investigation conclusion), h11. A getinge field service engineer (fse) on-site confirmation of repair faults. Replace the motherboard and calibrate. Test parameters comply with factory requirements. Device returned for clinical use. The failure analysis and testing department received part number: 0670-00-0770_t executive processor board serial number: (B)(6) with a reported failure of internal communication error. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed the part executive processor board in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The fat dept. Run the pumping test for two hours.the failure analysis and testing department could not verify the reported failure of internal communication failure; however, the fat dept. Found code # 7 occurring 3 times in the fault journal. Code #7 requires the front-end board to be replaced. Retaining the executive board in the fat dept. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.